Event description:
Dr. Was trying to roll this mesh and put it down a 5mm trocar. The mesh would not go down the trocar and proceeded to tear. He removed the mesh and opened another kugel mesh. The pt was not compromised in any way.